Event description:
It was reported to philips that a cathode/anode error occurred due to cooling unit fluid level and hose leaks on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service tightened connections and refilled the oil reservoir, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).